Manufacturer narrative:
Additional information: d10, h3, h6 as received, a complete lead was returned in one piece. Visual examination found the lead body was twisted throughout the entire lead consistent with that occurring at the time of procedure. The reported event of twisted insulation was confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of high capture threshold was not confirmed.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, high capture threshold was observed on the right atrial (ra) lead. During attempts to reposition, the physician noted the insulation of the ra lead had become twisted. The ra lead was explanted and replaced to resolve the event.